Manufacturer narrative:
The reported event was addressed with phone support. An intuitive surgical, inc. (Isi) technical support engineer (tse) was contacted for troubleshooting assistance. Tse reviewed the system log and found no related error. The customer was advised to reseat the sterile adapter and the instrument on the universal surgical manipulator (usm1) whenever clinically possible. It was further reported that the surgeon elected to complete the surgical task by using the alternative surgical port (assist port). No site visit was conducted. The system was working properly, and no additional action was required as the issue was resolved.

Event description:
It was reported that during a da vinci-assisted partial nephrectomy surgical procedure, the universal surgical manipulator 1 (usm1) moved unintentionally and rotated 180 degrees. The customer received phone assistance from the technical service engineer (tse). Tse reviewed the system log and found no related error. The customer was advised to reseat the sterile adapter and the instrument on the usm1 when clinically possible. It was further reported that the surgeon elected to complete the surgical task by using the alternative surgical port (assist port). No further troubleshooting was performed. The procedure was continued with no reported injury. Intuitive surgical, inc. (Isi) followed up and obtained the following additional information: the system was inspected prior to use. The reported event occurred with the surgeon¿s head inside the surgeon console¿s high resolution stereo viewer, while attempting to manipulate the instruments.